Event description:
Customer reported tubing found leaking during an infusion of nss+20 meq kcl at 80cc/h. A tear was noted in the tubing at an unspecified location. There was no patient harm. No additional information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of a leak from a tear in the tubing was confirmed. The tubing had a sliced cut located above the distal smartsite. The cause of the sliced cut was not identified. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.